Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm, failed battery alarm, pump was hot, overheating and had vibrate anomaly. The customer¿s blood glucose level was unknown. Customer stated that having problems with her insulin pump since yesterday. Customer stated that she's changed the battery several times, because it sent her messages yesterday to change the battery now. Customer stated that she inserted a new battery and that the pump feels like its vibrating. Customer also stated that her blood sugar readings are not being wirelessly sent over to her pump. Troubleshoot for power loss alarm was performed. Customer reports they did not receive a power loss alarm. Troubleshoot for failed battery test alarm was performed and customer reported that he received the failed battery test. Instructed customer to check contacts on battery cap for damage. Contacts are neither missing nor damaged. The customer was advised to wait for the insert battery alarm before inserting a new or fully charged aa battery. Customer states they did not receive battery failed alarm. Troubleshoot for pump hot/warm/overheating was performed. Customer reported that pump is overheating on the back and on the sides. Customer had completed test and received a self test complete. Troubleshoot for vibrate anomaly was performed. Customer stated that pump is constantly vibrating. Customer stated that when she inserts a new battery in, it'll stop but that it'll turn on after some time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a high sleep and active current measurement test due to corroded battery tube. No unexpected battery failed alarm during testing. Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected vibration noted. Device monitored and no unexpected test battery or battery tube overheating noted.